Event description:
Boston scientific received information that this device system exhibited loss of capture and (loc) high thresholds which lead to asystole and a syncopal event. The patient fell during the syncopal event and fractured there cheek bone and were hospitalized as a result. The physician was doing some troubleshooting and noted that with lead manipulation there was intermittent capture. Additionally there was some noted pacing inhibition. It is believed that the lead pin is compromised and as a result, the lead was surgically abandoned and successfully replaced. The physician made the decision to explant the device as they weren't sure of viability of the device at that point and to avoid an additional future surgery. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.